Manufacturer narrative:
The unit was unable to power on due to the fact that a huge chunk of the battery threads as well as the battery compartment is missing. As a result, there is insufficient contact between the battery cap contacts and the battery sleeve within the battery compartment. Unable to perform the displacement test due to the poor connection. The unit was received with a huge chunk of the battery threads as well as the battery compartment missing. There's also a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. Finally the display window cover is missing, and the middle (enter) keypad button is cracked.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.